Event description:
Reportedly, the subject home monitor stays with orange lights after 24 hours of connection.

Event description:
Reportedly, the subject home monitor stays with orange lights after 24 hours of connection.

Event description:
Reportedly, the subject home monitor stays with orange lights after 24 hours of connection.